Event description:
New information received the patient presented to the emergency room after receiving a vibratory patient notifier. Device check-up revealed the device detected an alert for non-sustained right ventricular oversensing which indicated lead noise. The lead was explanted and replaced. The device remains implanted. The patient condition was good before and after the event and the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported when the asymptomatic patient presented to the clinic, non-sustained ventricular oversensing episodes were observed. It appears the device was exposed to external emi. The patient was not aware of being near any sources at the time of oversensing. Noise could be not reproduced when pocket manipulations was performed. Programming changes were made. The patient will be monitored.